Event description:
Pt was having multiple shocks from device that were inappropriate. Cxr 9/17/92 showed one fx patch. During op case all 3 epicardial patches were found to have fluid in the insulation.